Event description:
It was reported that the gastrointestinal videoscope exhibited broken lamp. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the previous emdr. The initial report was sent in error as the incorrect product information was mentioned in the complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.